Manufacturer narrative:
(B)(4). The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected alarm, low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm. The blood glucose was unknown. The customer received the low battery alarm prior to replace battery alarm. Customer stated that the battery cap not loose, cracked or damaged. This was not the second occurrence. The device will not be returned for the analysis.